Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-oct-2018 with the following findings: during investigation, the pump powered up to a non functional ok keypad button. The down arrow, up arrow, and contrast keypad buttons were functional. No damage or peeling to was found to the keypad. The keypad was removed and no evidence of contamination was found on the button contacts. The pump was opened to find evidence moisture corrosion on the keypad connector, and on the display board.